Event description:
It was reported that during routine testing the external pulse generator shut down while the battery was being changed out. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the reported event. Lcd (liquid crystal display) is cracked. The ring is bent.